Event description:
It was reported the patient's ipg pocket was revised due to the patient experiencing discomfort from weight loss. The procedure took place on (B)(6) 2012. Revising the ipg pocket resolved the patient's issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.